Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted. The patient's family was told the device had two cracks, and also a loose screw. The device was replaced with a competitor's model.